Event description:
Complainant alleged that the clinicians were attempting to defibrillate a pt (age and gender unk) while using the device with a multi-function cable and electrodes, but the device failed to discharge. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.